Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient experienced increased sedation. No troubleshooting was done. The patient had a lower dose tried but still had symptoms.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that shortly after a pump and catheter replacement surgery (refer to manufacturer report # 3007566237-2014-01200 for the surgery event), the patient had an overdose. Their dose was the same as prior to the procedure; the patient was receiving at the time of the event 200mcg/day of baclofen 2000mcg/ml. On the day of this report, the health care provider (hcp) was going to refill the pump with preservative free normal saline and aspirate once from the cap (catheter access port) but they would not be doing the removing system contents procedure and program to minimum rate mode. It was noted the device manufacturer representative wanted to know how long it would take to get rid of the pump tubing drug at minimum rate. It was later confirmed the baclofen was replaced with saline on the initial report date. The goal was to get the patient back to baseline ¿so there is no question about the drug being responsible for any symptoms.¿ the hcp was to see the patient again on (B)(6) 2014. It was then reported, on (B)(6) 2014, that they were planning on performing the removing system contents procedure. After aspirating the cap two weeks prior, the pump was reportedly filled with saline and programmed to minimum rate mode. It was determined the pump had delivered 0.084mls. The hcp now planned to aspirate the catheter, followed by a prime of the catheter volume, followed by aspiration, followed by a prime and then followed by a final aspiration and prime. Additional information has been requested, but was not available as of the date of this report.